Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure device partially imbedded in uterus / endometrial cavity") in an adult female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain") and menstruation irregular ("irregular menstrual bleeding"). On (B)(6) 2015, the patient experienced complication of device insertion ("physician attempted to replace the left essure device properly into tube, unsuccessful"). On an unknown date, the patient experienced embedded device (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysteroscopic procedure to remove the left essure device on (B)(6) 2015). At the time of the report, the embedded device, menstruation irregular and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter considered embedded device, pelvic pain, menstruation irregular and complication of device insertion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was right coil was properly placed /left was embedded. On (B)(6) 2015: hysterosalpingogram result was left coil remained embedded in endometrial cavity. On (B)(6) 2015, hysteroscopy procedure to remove the left essure: physician attempted to replace the left essure device properly into left fallopian tube, but attempts were unsuccessful, so the procedure was aborted. Right essure remained in place. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced left essure device partially imbedded in uterus / endometrial cavity. Ten months after insertion the left coil was removed by hysteroscopy, the right coil was left in situ. The event is serious due to medical significance and anticipated according to the reference safety information of essure. Partial uterine perforation is a potential complication of essure insertion. In this particular case, the first clinical complaints started after the device insertion, and embedment was diagnosed at confirmation hysterosalpingogram. Given the nature and course of the events, a causality of essure insertion device cannot be excluded (related). The case was classified as incident since device removal was required. Non-serious events were additionally reported. A technical product analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device/migration of essure device: uterus/left essure device partially imbedded in uterus / endometrial cavity/failure to occlude (close) fallopian tube(s)/failed essure placements/expulsion of essure device") in a 45-year-old female patient who had essure (batch no. C91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy partial in 2005, hypertension and multiparous. Previously administered products included for dysmenorrhea: ocps; for an unreported indication: penicillin and anti-hypertensive. Past adverse reactions to the above products included pelvic kidney with penicillin. Concurrent conditions included thyroid disorder, pelvic kidney, abdominal pain (iud in place with left ovarian cyst 3.5 cm. Patient had pain and was concerned that she could not feel string.), ovarian cyst, genital bleeding and cyst breast (a sub centimeter cyst is present in the retroareolar region. Small cyst on the right.) Since (B)(6) 2014. Family history included heart disease, unspecified (mother) and diabetes (mother). Concomitant products included hydrochlorothiazide since 2015, levonorgestrel (mirena), levothyroxine sodium (synthroid) since 2015 and progesterone. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain") and menstruation irregular ("irregular menstrual bleeding"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 9 months 9 days after insertion of essure, the patient experienced dyspareunia ("pain on the right side: pain is frequently on and off and during intercourse") and complication of device insertion ("physician attempted to replace the left essure device properly into tube, unsuccessful"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysteroscopic procedure to remove the left essure device on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the embedded device, menstruation irregular, vaginal haemorrhage, menorrhagia, dyspareunia and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter considered complication of device insertion, dyspareunia, embedded device, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: one coil still in place. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2013: no evidence of intraepithelial lesion/malignancy hysterosalpingogram - on (B)(6) 2014: right coil was properly placed /left was embedded; on (B)(6) 2015: left coil remained embedded in endometrial cavity pregnancy test urine - on (B)(6) 2015: negative on (B)(6) 2013, digital screening mammography revealed the breasts are dense. This limits the sensitivity of mammography. There are no suspicious masses or micro calcifications. No skin thickening or nipple retraction present. Ultrasound of both breasts shows 110 cystic or solid lesion the breasts are dense. This limits the sensitivity of mammography. There are no suspicious masses or microcalcifications. No skin thickening or nipple retraction present. Ultrasound of both breasts shows 110 cystic or solid lesion. On (B)(6) 2014 and (B)(6) 2015, hysterosalpingogram revealed result was unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device and expulsion of essure device. Partial explosion of the left catheters into the uterus. This is unsatisfactory positioning. On (B)(6) 2015, hysteroscopy procedure to remove the left essure: physician attempted to replace the left essure device properly into left fallopian tube, but attempts were unsuccessful, so the procedure was aborted. Right essure remained in place. On (B)(6) 2015, has iud placed and sono 2 weeks ago showed mirena in place with left ovarian cyst 3.5 cm. During menses bp 140/100 and headaches. Bp not on menses 130/90s. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: partial expulsion of device and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical problem update. Events malposition of essure device/migration of essure device: uterus, expulsion of essure device/failure to occlude (close) fallopian tube(s)/failed essure placements clubbed with embedded device. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device"), embedded device ("left essure device partially imbedded in uterus / endometrial cavity") and device expulsion ("left essure device partially imbedded in uterus/endometrial cavity/expulsion of essure device/failure to occlude (close) fallopian tube(s)/failed essure placements") in a 45-year-old female patient who had essure (batch no. C91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy partial in 2005, hypertension and multiparous. Previously administered products included for dysmenorrhea: ocps; for an unreported indication: penicillin and anti-hypertensive.past adverse reactions to the above products included pelvic kidney with penicillin. Concurrent conditions included thyroid disorder, pelvic kidney, abdominal pain (iud in place with left ovarian cyst 3.5 cm. Patient had pain and was concerned that she could not feel string.), ovarian cyst, genital bleeding and cyst breast (a sub centimeter cyst is present in the retroareolar region. Small cyst on the right.) Since (B)(6)2014. Family history included heart disease, unspecified (mother) and diabetes (mother). Concomitant products included hydrochlorothiazide since 2015, levonorgestrel (mirena), levothyroxine sodium (synthroid) since 2015 and progesterone. In (B)(6)2014, the patient experienced pelvic pain ("pelvic pain") and menstruation irregular ("irregular menstrual bleeding"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, 9 months 9 days after insertion of essure, the patient experienced dyspareunia ("pain on the right side: pain is frequently on and off and during intercourse") and complication of device insertion ("physician attempted to replace the left essure device properly into tube, unsuccessful"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysteroscopic procedure to remove the left essure device on (B)(6)2015), surgery (hysteroscopic procedure to remove the left essure device on 05-jun-2015) and surgery (hysteroscopic procedure to remove the left essure device on 05-jun-2015). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, device expulsion, menstruation irregular, vaginal haemorrhage, menorrhagia, dyspareunia and complication of device insertion outcome was unknown and the pelvic pain had not resolved. The reporter considered complication of device insertion, device dislocation, device expulsion, dyspareunia, embedded device, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: one coil still in place. Diagnostic results (normal ranges are provided in parenthesis if available):cytology - on 8-jul-2013: no evidence of intraepithelial lesion/malignancyhysterosalpingogram - on 9-dec-2014: right coil was properly placed /left was embedded; on 16-mar-2015: left coil remained embedded in endometrial cavitypregnancy test urine - on 4-jul-2015: negative on 06-aug-2013, digital screening mammography revealed the breasts are dense. This limits the sensitivity of mammography. There are no suspicious masses or micro calcifications. No skin thickening or nipple retraction present.ultrasound of both breasts shows 110 cystic or solid lesion the breasts are dense. This limits the sensitivity of mammography. There are no suspicious masses or microcalcifications. No skin thickening or nipple retraction present.ultrasound of both breasts shows 110 cystic or solid lesion.on 09-dec-2014 and 16-mar-2015, hysterosalpingogram revealed result was unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device and expulsion of essure device. Partial explosion of the left catheters into the uterus. This is unsatisfactory positioning.on 05-jun-2015, hysteroscopy procedure to remove the left essure: physician attempted to replace the left essure device properly into left fallopian tube, but attempts were unsuccessful, so the procedure was aborted. Right essure remained in place.on 02-sep-2015, has iud placed and sono 2 weeks ago showed mirena in place with left ovarian cyst 3.5 cm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: partial expulsion of device and pelvic pain. Most recent follow-up information incorporated above includes:on 27-feb-2018: reporter information was updated. This case concerns 45 year old patient. Her demographic was updated. Lab data was added. Essure lot number was added. Essure indication was updated. The essure was ongoing at the time of the report. Concomitant medications were added. Events: malposition of essure device/migration of essure device, abnormal bleeding (vaginal, menorrhagia) and pain on the right side: pain is frequently on and off and during intercourse were added.on 27-feb-2018: this case is medically confirmed. Her historical condition, family history and concurrent conditions were added. Reporter information was added. Historical condition, historical drug and concurrent conditions were added. Lab data was added. Concomitant medication was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿.incidentat the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: bayer reference number for this ptc investigation is (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality-safety evaluation of ptc. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced left essure device partially imbedded in uterus / endometrial cavity. Ten months after insertion the left coil was removed by hysteroscopy, the right coil was left in situ. The event is serious due to medical significance and anticipated according to the reference safety information of essure. Partial uterine perforation is a potential complication of essure insertion. In this particular case, the first clinical complaints started after the device insertion, and embedment was diagnosed at confirmation hysterosalpingogram. Given the nature and course of the events, a causality of essure insertion device cannot be excluded (related). The case was classified as incident since device removal was required. Non-serious events were additionally reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.